Event description:
On (B)(6) 2017, additional information was received from an unknown source via (B)(6). Additional information received reported the patient's 90 mg total of intrathecal morphine was specified as having been in the form of 80 mg and 10 mg doses.

Event description:
Information was received from an unknown foreign authority via a drug business partner regarding a patient who received prialt (unknown concentration, 45mcg/day) and unknown morphine (unknown concentration, 90mg/day) in an implantable pump for analgesia (therapy duration of 24 hours). On (B)(6) 2017, the patient experienced an accidental overdose following an intrathecal pump malfunction during dosing for analgesia. The symptoms included depressed level of consciousness with bilateral nystagmus, along with "gesture disorders" and "vigil coma." The malfunction resulted in the total release of the pump's contents within a 24 hour period. The drug release equated to a month's dosage. The prialt and morphine were discontinued with an improvement in systems. A brain MRI was performed and was negative for brain metastases. The patient outcome was reported as recovered with sequelae (also reported as complete recovery). The cause of the device malfunction was not provided. No further information was provided. History: breast neoplasm, bone metastases, suffering from pain disorders unresponsive to drug treatments, and received opioids for a long time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.